Event description:
It was reported that a patient presented with over-sensing of noise resulting in inappropriate automatic mode switch noted on the right atrial lead and signal artifact noted on the patient's right ventricular lead. During the revision process, lead abrasion was noted on the leads via visual inspection. The leads were repaired on (B)(6) 2026. No adverse patient consequences were reported.